Event description:
It was reported that the pt underwent a lead revision to get therapy working again. The pt was only receiving stimulation in the rib area. Troubleshooting including x-rays, impedance testing, and reprogramming was done prior to the revision, no results were reported. There was not felt to be lead migration. The reason for the lack of coverage was unk. The pt had three of the leads removed and two new leads were implanted on (B) (6) 2010. Post revision, the pt was receiving 100% coverage of her painful areas. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).